Event description:
A us distributor contacted zoll to report that a patient was developing a rash under the front therapy electrode. It ws very sore and like a heat rash. There was no alleged device malfunction contributing to the irritation. Patient was using (B)(6) that was given to them at the hospital. Follow up indicated that the rash is clearing up.